Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ventral hernia repair (open) procedure, the bowel was stuck to the device. It had to be surgically separated after removal. This occurred during placement of mesh over exposed defect. Tissue damaged on the bowel was noted. To resolve the issue, removal of mesh from bowel and replacement of mesh. Patient involved in this event. According to the surgeon, the patient had extend hospitalization for three days. Patient is has no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to additional information received, the defect size was around quarter size.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.